Event description:
It was reported by the rep that during laparoscopic procedure, clips were being applied to cbd. Initially clips went on straight, then ends of clips twisted causing them to angle on the cbd (must be straight). The clips had to be removed causing slight tear in cbd. It is unknown how the case was completed.